Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin display was blank. Customer blood glucose reading was 124 mg/dl. Troubleshoot was performed. Customer stated the insulin pump fell while playing foot ball than it started beeping. Moreover, the insulin pump went blank after the beeping incident. Customer cannot recall any physical damage but it rattles when they shake it. Customer was driving while troubleshooting but left voicemail to finish the troubleshoot. Customer was advised to discontinue from the insulin pump and revert to back plan per healthcare instruction. Insulin pump will be returning for analysis.